Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue of the pendant screen going blank was not able to be reproduced. The pendant connection was checked to make sure it was properly seated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, a manufacture representative noticed that the pendant on system was blank or black multiple times during the case. The site was able to continue the case and there was no impact to patient. There was no delay to procedure.